Manufacturer narrative:
H.6. Investigation summary: in response to the event reported, a device history review was conducted for lot number 1120043. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported while using bd pro safety arterial catheter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: update: shut-off valve malfunction with blood loss.

Manufacturer narrative:
The manufacturing location for this product is deltamed. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device lot #: 1120043 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd pro safety arterial catheter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: update: shut-off valve malfunction with blood loss.